Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Provided patient x-rays have been reviewed. Specific to this device nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total hip to address pain/stiffness, with impingement of iliopsoas tendon. Date of implantation: (B)(6) 2020. Date of revision: (B)(6) 2021; (right hip). Treatment: revision of cup & 3 screws, liner, and head; s-rom stem retained.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the joint disorder (musculoskeletal system (e16)). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2020 indicate the patient received a right total hip replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. MRI notes (B)(6) 2021 reveal moderate joint effusion with synovitis and mild tendinosis / scarring of the right gluteus minimus/medius. Revision operative notes (B)(6) 2021 indicate the patient received a right total hip revision due to pain, impingement of iliopsoas tendon and disruption of the posterior capsule repair ¿ it is indicated 2 previous aspirations were performed but did not indicate infection. The patient¿s inflammatory markers are elevated. Upon entering the joint, impingement was identified. The cup was noted to be vertical and replaced. The surgery was completed without indication of complication by the surgeon.